Event description:
There was no procedural involvement.

Event description:
The olympus field service engineer (fse) on behalf of the customer reported to olympus, the duodenovideoscope elevator was not working properly. The issue was found during reprocessing. Inspection and testing of the returned device found that the forceps elevator had foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed, the forceps elevator angle was low due to deterioration of the forceps elevator wire. The device evaluation found that the forceps elevator had foreign material that was yellowish / brown in color but it was unknown what the foreign material was. Additional findings include the following: the plastic distal end cover had a dent, the connecting tube had a scratch, the bending angle in the up direction did not meet the standard value due to wear of the angle wire, the scope connector had a scratch, the universal cord had a scratch, the scope cover had a scratch, the suction cylinder was shaved, and the grip had a scratch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the forceps elevator malfunction occurred due to breakage for the forceps elevator wire, and foreign material may not have been removed due to the imperfection of the proper reprocessing; however, a definitive root cause could not be established nor could the foreign material be identified. The following information is stated in the IFU (instructions for use) which may help to prevent the issue: instruction manual tjf type 150 operation manual chapter 3 preparation and inspection shows how to detect the event. Instruction manual tjf type 150 reprocessing manual 3.5 manual cleaning shows how to prevent the event. Olympus will continue to monitor field performance for this device.